Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he usually charged the ins on wednesday and sunday nights. The patient reported that usually on wednesday nights, the ins charge was ¿down to maybe a little over a quarter, so it doesn¿t take long to charge.¿ the patient confirmed that he always charged to 100%. The patient reported that he had unrelated knee surgery on (B)(6) 2018 and the surgeon told him he could leave stimulation on because it¿s ¿not a big deal.¿ the patient reported that following knee surgery, he was ¿in so much pain with the knee¿ (unrelated to the device/therapy) and he didn¿t realize stimulation wasn¿t even on. The patient reported that he was unable to turn stimulation back on until he charged the ins, which took 4.5 hours. The patient reported that he couldn¿t figure out why it took the ins so long to charge and why the ins shut itself off. The patient reported that ¿I notice every once in a while it shuts itself off¿ mentioning he noticed the ins off after another unrelated surgery. The patient reported that after the surgery, he noticed ¿it feels funny¿ and 2 weeks after surgery he met with a manufacturer¿s representative (rep) who discovered the ins was off and the patient mentioned the healthcare provider (hcp) didn¿t turn the ins back on after surgery. The patient thought the hcp may have turned the ins off for surgery, but he didn¿t know therapy was off. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was having a problem with their stimulator. They clarified their statement and noted that it took 4 hours to charge the other night. Their battery was dead (to the point where they didn't have stimulation) and the ins level was very low. They weren't sure how this happened as they charged every wednesday and sunday. They received 4 coupling boxes while charging. The patient was always at a half when charging. They hadn't changed their settings and it has always been the same. They also noted that sometimes stimulation cuts off. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient charges the ins on wednesday and sunday nights. The patient said they went to charge the ins on sunday night at it took 4.5 hours to charge. The patient stated that the steps taken to resolve the ins taking 4.5 hours to charge, it shutting itself off and being unable to turn the ins on was that they just kept charging the ins for 4.5 hours and it hasn't done it again. No further complications were reported/anticipated.